Manufacturer narrative:
At this time, the lead has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to oversensing. There was no observations of pacing inhibition. The device and lead were explanted and replaced, requiring hospitalization. Intravenous antibiotics were administered to the patient. No additional adverse patient effects were reported.